Event description:
It was reported that during a reserve shoulder system-s procedure, the slotted mallet plastic end broke off. Surgery was resumed, without any delay. It is unknown how was finished. Patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H11: the information received by the manufacturer has been re-evaluated for MDR reporting. The information states that device breakage of this device may cause minor or temporary injury (e.g. Abrasion, laceration, etc.) Requiring no or minor medical intervention. Event may result in a short procedural delay and/or require use of a backup device to continue procedure. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable pursuant to 21 cfr §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.